Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Patient allegedly received an implant on (B)(6) 2015 via the right common femoral vein due to bilateral lower extremity deep venous thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges "abdominal pain". Per the (B)(6) 2015 inferior vena cava (ivc) filter placement: "successful deployment of an inferior vena cava ivc filter in the infrarenal segment. A gunther tulip was placed. There was moderate tilt at the tip of the filter. However, the leg portions of the filter were well-opposed to the inferior vena cava wall". Per the 06sep2017 independent review of a (B)(6) 2017 CT scan of abdomen and pelvis: "positive for cava/ perforation. Superior extent of ivc filter l2-l3 disc space. Inferior extent mid l4 vertebral body. Four prongs have perforated the ivc. Maximum distance prong perforated is 5 mm, coronal images show 4-degree tilt left-to-right. Sagittal images show 8-degree tilt posterior-anterior. Diameter of ivc directly above filter 32 mm x 18 mm".

Manufacturer narrative:
H6 (device code): appropriate term/code not available for device perforation. H6 (device code): appropriate term/code not available for device tilt. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, tilt, abdominal pain . The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.